Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the implant procedure that there were high thresholds and a high impedance of 2500 ohms at implant the lead was not implanted and there were no patient complications reported as a result of this event.